Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying an error 1 message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. During the follow-up call, the patient reported that at an unspecified time on (B)(6) 2015 she developed symptom of dizziness the patient claimed she attempted to test her blood glucose in response to the symptom however was unable to obtain a blood glucose result due to the error message appearing. The patient informed the mss that her blood glucose dropped very quickly as a result of the alleged issue and that she reportedly blacked out. The patient claimed that the emergency medical services (ems) was reportedly contacted for assistance and that a blood glucose reading of 23 mg/dl as obtained on the ems device on their arrival. The patient confirmed she was treated with IV glucose and IV fluids. During the follow-up call, the patient stated that she tests her blood glucose 3 times a day and that her normal blood glucose range is between 100 to 250 mg/dl. The patient informed the mss that she manages her diabetes with insulin (lantus, 40 units; novolog, sliding scale) and denied making any changes to her usual diabetes management regimen in response to the alleged issue. During the follow-up call the patient attributed the worsening of her symptoms to being unable to obtain a blood glucose result with the subject meter.at the time of troubleshooting, the customer service representative (csr) noted the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received health care professional (hcp) treatment for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.